Event description:
Information received from health care provider, clinical study via a manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(4) stail, sub event 003. Redemonstration of known superior endplate deformity t4 was reported along with haloing of t4 screws. New t3 inferior endplate fracture and vacuum phenomena and t3-4 disc space. Related device cd horizon solera 5.5/6.0 screw is still in use. There were no patient symptoms reported. There were no further complications reported regarding the event. Site assessment stated as adverse event to be possibly related to study device and procedure. Sponsor assessment stated that it was possibly related to the study device and possibly related to the additional surgery. It was stated that diagnostic action was taken in the form of CT scan. It exhibited loosening of t4 screws. Site assessment updated stating it was possibly related to the additional surgery performed. It was reassessed that it was probably related to study device. From pe-709098800-2026-may-01 mpxr 1425855 (rep, hcp): information was received from healthcare provider (hcp) via a manufacturer re presentative regarding a patient with clinical ID: (B)(6) diagnosis / severity diagnosis: incomplete fusion at treated spinal levels with implant instability noted. Severity: not reported. Narrative at the 12-month visit, the site reported that some fusion was observed; however, fusion had not fully occurred at all treated levels. The investigator did not confirm that all cst alliance eligible implanted devices appeared stable and secure. No additional spinal surgery was performed. A related adverse event of loosening of t4 screws (ae 003_18-oct-2025) was referenced. Event information and interventions patient impact: unknown. Additional medical intervention to prevent permanent injury or impairment: unknown. No additional spinal surgery was reported. Relatedness assessments investigator assessment: not performed. Sponsor assessment: not performed. Cec assessment: not performed. Additional information received stated that additional surgery was done to explant 2 of the screws on (B)(6) 2025. No further complications were reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.